Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a vt (ventricular tachycardia) ablation procedure. During the ablation, after the physician had programmed the device to vvi 40 bpm (beats per minute), the device was spacing at the 40bpm. The issue was noted only during radio frequency delivery. The physician then elected to change the programming to aai mode for the duration of the procedure. The patient did not incur an adverse event. No additional information was reported.